Event description:
Reporter alleged discrepant back to back blood glucose results of 161, 151, and 56 mg/dl when the comparison was performed within 6 minutes on the advantage. Reporter stated, she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.